Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had e102 and lamp does not turn on. This issue occurred during procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h2, h4, h6 the customer contacted olympus technical assistance support (tac). Provided remote troubleshooting and advised customer to replace the xenon lamp or swap out the lamp and heatsink assembly with another clv-190 and observe the result. If the issue goes away, then the issue is with the lamp. Otherwise, the issue is with the hardware on the clv-190, and it should be sent in for repair. The device will not be returned to olympus for evaluation. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.